Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device is getting stuck on the boot up screen. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed boot up issue. Stryker determined that the cause of the reported issue was due to a faulty system pcb assembly. The device could not be repaired as a replacement for this part is no longer available. The device was returned to the customer unrepaired.